Event description:
It was reported by the affiliate that during an unknown procedure the instrument misfired. Audible crunch heard but had difficulty in removing device, on inspection no staples had formed but the blade had cut - used a new one to complete. There were no patient consequence.